Event description:
It was reported that the pump's syringe plunger was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked and the left plunger case was broken. A review of the event history log identified syringe plunger not in place in history. During functional testing the reported issue was verified during the visual inspection that the left plunger case screw boss was broken off. The customer over torqued screws into left plunger case. The root cause of the issue was by the customer's incorrect assembly of the device. Replaced left plunger case and performed power up process and all functional tests which passed.